Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 7/2/2019. Device returned to manufacturer: yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. It can be seen that there are marks on the optic body. Investigation of the return sample and the condition of the return sample do not suggest the damage was introduced during manufacturing. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) implanted in the patient's right eye shifted, and there was a myopic shift. The iol was exchanged with another iol of the same model but .5 diopter lower. The patient is doing well post-exchange. There was no additional intervention required. Additional information reported the myopic shift was a result of the lens shift and the patient did not have any contributing medical history. No additional information was received.